Event description:
It was reported that error icon display occurred. Photograph was provided for investigation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).